Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a fess procedure. It was reported that anytime an instrument or the emitter is moved closer to the patient tracker the monitor goes "in and out". The manufacturer representative went to the site and was unable to replicate the issue. There was no impact on patient outcome. There was a delay to the procedure of approximately 10 minutes.

Manufacturer narrative:
A software investigation was initiated, including analysis of logs, however unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no failure found with the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the site could not confirm if there was an endoscope in use when the issue occurred. The site stated that the issue only happened with the straight suction.